Manufacturer narrative:
On (B)(6)2019, mentor became aware that field initial reporter country code was inadvertently left blank in the previous submission. Hence, has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 800cc mentor memorygel breast implant mentor gel implant and was presented with right side breast implant rupture, bilateral implant malposition, and left side wrinkling. As a result, capsulorrhaphy was performed for the malposition and right side device was explanted, and replaced with catalog number 3505800bc; and serial number (B)(4) on (B)(6) 2019. This report is for the patient¿s left-sided device.